Event description:
It was reported visible air bubbles occurred. During a farapulse pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive sheath was selected for used. During insertion, the faradrive sheath had just been mounted on the guidewire in the left atrium (la). The guidewire was then removed. The sheath was aspirated and everything seemed normal per the user. Then, the catheter was prepared, purged and inserted at the hemostatic valve of the sheath. Aspiration was performed while tapping, but after a volume of 20 cc the air bubbles were removed. Air was visible during aspiration in the irrigation port while aspiring. Troubleshooting was performed, and the sheath was aspirated without the catheter inserted, and there were no bubbles, and the valve was believed to have been closed properly. It was suspected there was a problem with the hemostatic valve that only occurred when the catheter was inserted. The sheath was replaced and procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported visible air bubbles occurred. During a farapulse pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive sheath was selected for used. During insertion, the faradrive sheath had just been mounted on the guidewire in the left atrium (la). The guidewire was then removed. The sheath was aspirated and everything seemed normal per the user. Then, the catheter was prepared, purged and inserted at the hemostatic valve of the sheath. Aspiration was performed while tapping, but after a volume of 20 cc the air bubbles were removed. Air was visible during aspiration in the irrigation port while aspiring. Troubleshooting was performed, and the sheath was aspirated without the catheter inserted, and there were no bubbles, and the valve was believed to have been closed properly. It was suspected there was a problem with the hemostatic valve that only occurred when the catheter was inserted. The sheath was replaced and procedure was completed without patient complications. It was further reported that no air bubbles were seen in the patient and the bubbles appeared during aspiration at the catheter insertion stage.